Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d9; g3; h2; h3; h6 visual inspection of the returned device found significant signs of use in the form of nicks and impact marks along the handle. The impact plate is fractured and separate from the handle. There is fractured weldment present on the handle and the impact plate. The impact plate is covered in impact marks, both on the outer and inner surface. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported during a procedure the strike plate of the broach handle broke off as inserting the stem definitive. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.